Event description:
It was reported that an unspecified infusion was on a delay option callback setting, after the user reconnected the tubing to the patient the device alarmed for occlusion alarms. The rn clamped the line and noticed a bulge in the silicone segment.. The event occurred in the burn ICU. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report that there was a bulge in the silicone segment was confirmed. Visual inspection of the set noted that the silicone segment tubing had a bulge (.8200 inches long, .5785 inches wide), discoloration, and was weakened just below the upper fitment. Clear liquid was observed inside both of the set¿s tubing and drip chamber. No other anomalies were observed. Functional testing resulted in liquid flowing freely with no issues observed. The set was attached to an air pump and completely submerged in warm water. A balloon was observed. The set was loaded into a lab pump module device. The primary infusion was programmed at a rate of 120ml/h and vtbi 120ml for 1 hour. No alarms or any other issues were noted by the device. No bulge/ balloon was observed in the silicone segment. The balloon is caused by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown.

Manufacturer narrative:
Concomitant medical products: 1000 ml baxter bag, lot: y301069, exp: sept-2020, potassium chloride injection. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however customer decline to answer.

Event description:
It was reported that an unspecified infusion was on a delay option callback setting, after the user reconnected the tubing to the patient the device alarmed for occlusion alarms. The rn clamped the line and noticed a bulge in the silicone segment. The event occurred in the burn ICU.